Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 24-jun-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 24-jun-2023 listed on smartsolve. Dailytotalcollectionstarttime: 06/24/2023 00:00:00.000. Dailytotalofallinsulindelivered: 10500 (1.05 u). Dailytotalofbasalinsulindelivered: 10500 (1.05 u). Dailytotalofbolusinsulindelivered: 0 (0 u). Dailytotalcollectionstarttime: 06/24/2023 02:42:00.000. Dailytotalofallinsulindelivered: 0 (0 u). Dailytotalofbasalinsulindelivered: 0 (0 u). Dailytotalofbolusinsulindelivered: 0 (0 u). Dailytotalcollectionstarttime: 06/24/2023 10:00:43.000. Dailytotalofallinsulindelivered: 0 (0 u). Dailytotalofbasalinsulindelivered: 0 (0 u). Dailytotalofbolusinsulindelivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 24-jun-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 06/23/2023 09:47:00.000, 06/23/2023 09:57:00.000, 06/23/2023 13:25:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 06/23/2023 13:45:00.000. Sensorerroralert (801) was recorded and found in the formatted history file on: 06/19/2023 18:56:49.000, 06/19/2023 19:31:48.000, 06/19/2023 20:06:49.000, 06/22/2023 17:26:55.000, 06/22/2023 20:11:55.000, 06/22/2023 20:56:55.000, 06/22/2023 21:26:56.000, 06/22/2023 21:56:58.000, 06/22/2023 22:06:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, insert battery alarm was recorded and found in the formatted history file on: 06/22/2023 19:49:52.000, 06/22/2023 19:50:46.000, 06/24/2023 02:31:12.000, 06/24/2023 02:41:01.000, 06/24/2023 09:39:15.000, 06/24/2023 09:39:44.000, 06/24/2023 09:40:21.000, 06/24/2023 09:41:10.000, 06/24/2023 09:41:57.000, 06/24/2023 09:44:17.000, 06/24/2023 09:54:00.000. Low battery alert was recorded and found in the formatted history file on: 06/24/2023 09:40:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 06/22/2023 19:50:32.000, 06/24/2023 09:38:56.000, 06/24/2023 09:39:24.000, 06/24/2023 09:39:34.000, 06/24/2023 09:40:03.000, 06/24/2023 09:40:12.000, 06/24/2023 09:40:28.000, 06/24/2023 09:40:38.000, 06/24/2023 09:40:49.000, 06/24/2023 09:40:58.000, 06/24/2023 09:44:11.000. Pump error 23 alarm was recorded and found in the formatted history file on: 06/24/2023 09:55:03.000. Power loss alarm was recorded and found in the formatted history file on: 06/24/2023 09:58:58.000, 06/24/2023 09:59:06.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, low battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a serial number label fading and a broken belt clip rails. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump's lcd was blank for the consumer, along with hyperglycemia and diabetic ketoacidosis, with unknown values of blood glucose. Troubleshooting was performed and it was determined that there was no damage to the springs or the battery cap contacts. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.